Event description:
It was reported that after a thermachoice procedure, the pt developed post-operative pain and cramping. The pt was in the hosp for four days. The pt was treated with toradol which did not relieve the pain of the pt. The pt ended up having a vaginal hysterectomy.